Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. Dianeal therapies were ongoing. At the time of this report, the patient had been discharged from the hospital and was recovered from peritonitis. No additional information is available.